Event description:
The customer reported that while the unit was in use on a pt: intra-aortic balloon pump (iabp) screen message read "leak in circuit". Blood was noted in the catheter extension tubing. Attending physician discontinued catheter and inserted a new catheter. No pt injury was reported by the customer.